Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023. D6b: explant date: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent spinal cord stimulation (scs) explant procedure.